Event description:
Customer reports a burn on front panel of the unit around the circuit board.

Manufacturer narrative:
Unit was returned to manufacturer for evaluation, all pumps tested ok. It is suspected a voltage spike, occuring at the facility, was the cause of the fire. No patient involvement. Unit was taken out of commission and replaced. If any additional information is received, minntech will review upon receipt.